Event description:
It was reported that the user¿s spouse attempted a cartridge-only change on the ilet without performing a rewind while the system remained connected to the user, after which they believed approximately 140 units were delivered and noted little insulin remained in the cartridge; blood glucose was 158 mg/dl, the user consumed juice and eggs, and was instructed to disconnect and remove the cd steel infusion set, with troubleshooting and education completed and no alerts or alarms observed. No reported symptoms. Outcomes included no hospitalization, no medical intervention beyond self-treatment with food and disconnection, and no impact to daily activities. Investigation included customer interview, product use review, and troubleshooting guidance. Investigation of this case revealed user technique error related to failure to perform the required rewind prior to cartridge change while connected. It was concluded that the event was attributable to use error, and device malfunction was not confirmed.